Event description:
Failure of coil to detach from pusher, leading to a portion of the coil within the lumen of the parent vessel. This was ultimately treated by removal of a portion of the coil (separation from the main coil mass still within the aneurysm) and tacking of the end of the coil against the parent vessel using the lvis-jr intracranial stent (hud).